Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer called an isi technical support engineer (tse) and reported that the surgeon continues to receive a message to move grip to match instrument on arms 1 and 3.tse viewed no related errors in live logs. The customer noted that after matching the grip there is a slight delay in movement of the instrument. The customer also stated that the issue occurred on one of two surgeon side console's (sscs sn: (B)(4). The customer had the surgeon move over to the second console sn:776710 and has had no return issues. The customer was not able to provide any further details. Customer would like their field service engineer (fse) to follow up. Collected customer information and call ended. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse recalibrated master tool manipulator-left (mtml) for grip calibration and the issue was resolved. The fse tested the system and the system is ready for use. A log review confirmed the unilateral inguinal hernia procedure on 11-october-2022 on system sk3358. No image or procedure video was provided for review. His complaint is being classified as a reportable event due to the following conclusion: the customer converted from a dual console to a single console after the start of the procedure due to non-intuitive motion on the master tool manipulator (mtm) grips. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.